Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a programming wand was malfunctioning as an error message occurred during interrogation and during system diagnostic test which read "checksum byte not received" and "checksum error." The malfunction was isolated and confirmed to be on the programming wand as a good known bench handheld was used with the programming wand and the issue prevailed. The programming wand was returned to the MFR and it is currently undergoing product analysis.